Event description:
Nurse noticed that chemotherapy was leaking from filter of IV tubing. This occurred while the nurse was bringing it to the patient to hang it. Will notify the alaris representative that the tubing is available for pick-up if they wish to examine it.